Event description:
Discordant, falsely elevated troponin results and falsely low magnesium and calcium results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. A new sample was obtained from the patient and tested on the same instrument and on an alternate instrument, resulting as expected. The correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result and falsely low magnesium and calcium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely elevated troponin result and falsely low magnesium and calcium results is unknown, as a new sample obtained from the same patient was tested on the same instrument and resulted as expected. The instrument is performing according to specifications. No further evaluation of the device is required.